Event description:
Additional information received 04jun2024: ¿the endoleak came from the last prosthesis zteg-2pt-36-157-pf.¿

Manufacturer narrative:
Manufacturers ref# (B)(4) d1) corrected from "zta-p-34-209" to "zteg-2pt-36-157-pf". Zteg-2pt-36-157-pf is not similar to sold or marketed device in us. The event is therefore no longer reportable. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: procedure angiography. Endoleak type ib (distal). No evidence of device issue(s) at the completion of procedure. Patient outcome: the patient dis not require secondary intervention to treat the endoleak.